Event description:
It was reported that the subject device had a scope communication error, e216. There was no patient involvement.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken video cable, cut in video cable protector, poor quality image, and damaged fiber bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, it is likely e216 occurred and the image quality was poor due to the broken video cable. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.